Manufacturer narrative:
Reportability was reassessed and file was determined to be non-reportable.

Event description:
It was reported that during a blood transfusion, infusing via a y tubing through a pall filter, with half the bag remaining, it was noted that the tubing from the pall filter to the drip chamber along with the drip chamber had air in it. This happened on at least two occasions and with the same patient. There was no patient impact.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a blood transfusion via a y tubing through a pall filter, with half the bag remaining, it was noted that the tubing from the pall filter to the drip chamber along with the drip chamber had air in it. This happened on at least two occasions and with the same patient. There was no patient impact.